Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction procedure with two 800cc mentor smooth round moderate profile saline breast implants and suffered several unexplained systemic symptoms postoperatively, including brain fog, decreased libido, shaking in her limbs, weight gain, loss of appetite, breast pain, fatigue, difficulty swallowing, hair loss, dry skin, slow wound healing, headaches and ibs. The patient reports that, based on her own research and discussions with two nurses, that the devices are leaching mold into her body, and that this is the root cause of her symptoms. Mentor has not received any confirmation from a medical professional regarding the suspicion of mold, and since the devices are still implanted, it is not currently possible to evaluate the devices for the presence of microbial contamination. The date of implantation of the complaint devices was not provided, but has been estimated based on their manufacturing dates. This report is for one of the two reported devices.